Event description:
It was reported that the patient implanted with this spinal cord stimulator described feeling tingling and small electric shock sensations. Stimulation from the device was turned off and then on again which resolved the issue for a short period of time but it continued to recur. Impedance measurements were confirmed to be within normal range. An x-ray was performed and no anomalies were noted. The provided information suggests the stimulator remains implanted and no reprogramming was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event. This product has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information indicates this issue is a known inherent risk of the use of this product. Risk review: the complaint type does not present a new or unanticipated failure type or harm. No further review is required. Device history record (DHR) review: it was confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Instructions for use (IFU)/label review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU sates: "system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control." And "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure." Are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.